Event description:
On (B)(6) 2012, a patient was implanted with a 21 mm biocor in the aortic position in conjunction with CABG x 1 (svg to the distal right coronary artery). On (B)(6) 2018, via echocardiogram, severe aortic regurgitation and a flail leaflet was noted. The aortic valve gradient was 32/18 mmhg. On (B)(6) 2018, the valve was explanted and replaced with a 23 mm epic valve. Upon explant, a tear was noted at the ncc and rcc commissure of both leaflets. The leaflets were pliable and there was no evidence of calcification. The patient is reported to be stable and discharged.

Manufacturer narrative:
An event of regurgitation was reported. The underlying torn cusp was confirmed. Cusps 1 and 3 were torn from their shared stent post. There was circumferential fibrous pannus ingrowth on the inflow surface. The base of all three cusps contained thinning and loss of collagen. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pannus and tearing remains unknown; however, circumferential pannus on the inflow surface is consistent with a redistribution of stress on the cuspal tissue.